Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05673, 0001825034 - 2019 - 05674.

Event description:
It was reported from legal that the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised due to pain, metallosis, elevated metal ion levels, and altr approximately 13 years later. No further event information available at the time of this report.